Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This product is manufactured by zimmer biomet (B)(6) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k042037. Product location unknown.

Event description:
Patient enrolled in a clinical study underwent a total hip arthroplasty. Approximately 12 months later, patient underwent an irrigation and debridement due to infection. A second irrigation and debridement was performed 10 days after the first and the femoral head was removed and replaced.